Event description:
It was reported that the patient experienced ineffective therapy. Both leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.